Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported could not be verified. The following activities were performed service & repair functions per (B)(4). Nothing noted in service history that could have contributed to the complaint. Attached box label, electrical safety, and vapr3 repair record. Could not duplicate the customer's complaint of the wand arcing. Multiple attempts to duplicate the complaint were made and no problems were found. All device outputs were found to be within acceptable tolerances and there were no error codes recorded in the event log. The unit passes all functional and diagnostic testing and is fully operational. A review into the depuy synthes mitek complaints system revealed two other dissimilar complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Due to the age of these products the DHR's are no longer able for review. Please see DHR review response for confirmation from (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that while vapr 3 was in surgery. At end of surgery when doctor placed wand down, it arced across table . No surgery delay. Surgery was complete. No patient, surgeon, or staff harm reported.